Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of emergency room visit was 151 mg/dl. However, prior to emergency room visit customer's blood glucose levels were 600+ mg/dl. Customer was treated with two units of IV fluids. Customer stated that he went to the hospital for leg cramps, low potassium, dehydration. Customer lowered blood glucose levels with two cans of coke. Customer was wearing the pump at the time of emergency room visit. Customer declined to troubleshoot for high blood glucose levels. Product is not being returned or replaced.